Event description:
It was reported that the caller experienced an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. The customer successfully resolved the issue by following the instructions provided by technical support to reset the pump, and afterwards, the pump no longer displayed the cgm error code. The caller was able to successfully start a new sensor session.